Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that there was no report of arcing, no injury to the patient and the patient has not returned to the hospital, the procedure was completed robotically, and it is unknown if the jaws were immersed in liquid or contaminated by carbonized tissue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found to have damage of the conductor wire's insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage the complaint regarding frayed cable was confirmed by failure analysis. Common causes of broken grip cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing. Damaged insulation of the instrument conductor wire are attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.

Event description:
It was reported that prior to the start pre-anesthesia of a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm fenestrated bipolar forceps instrument had a frayed cable. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Correction to field g3 in 2955842-2025-00985-01. The date should have been 2/27/2025 in the MDR follow-up that was previously submitted.

Event description:
Refer to h11 for follow-up information.